Event description:
It was reported, the patient presented, prior to a routine generator exchange. During interrogation, it was discovered, the right ventricular lead exhibited high pacing impedance and high defibrillation impedance. The lead was explanted and replaced. The patient was in stable condition.